Event description:
Spacelabs received a report that a telemetry monitor failed to alarm on asystole.

Manufacturer narrative:
A spacelabs field service engineer (fse) tested the subject device at the customer's site and confirmed the device worked to specifications. We were unable to reproduce the alleged failure. From a review of the mcm settings, the alarms for noisy signal, squelch, signal interference and low battery were turned off. The waveform provided by the customer indicates that a lead was loose and the second lead had noisy signal and burst of squelch at 6:32 am on (B)(6). Both leads went to a loss of signal at 6:34 am. These symptoms had been repeated till the end of the report at 8:29 am the same day. During that time the ECG processing was suspended at 7:15 am. When ECG processing was suspended, the analysis of the ECG waveform including arrhythmia classification was suspended and no alarms were generated. The customer did not provide the time of the event. We were not able to confirm the alarm failure or that a device malfunction was the cause for a missed alarm. Spacelabs has confirmed that the customer understands the significance of suspending the processing and showed the customer how to remove suspend mode from the monitor. Spacelabs has offered the customer remedial training on proper operation and this was accepted by the customer. The hospital is continuing to use the device to monitor patients. This report is considered final and the issue is closed.